Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix partially extended and clogged with blood. After cleaning the helix and applying torque directly to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, the physician noted a dislodgement on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable and there were no adverse consequences.